Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient passed out without getting a low glucose alert for his threshold of 80 mg/dl. His wife checked his cgm and the reading was 74 mg/dl. She then called the paramedics; upon arrival they checked a fingerstick sample and the bg value was 35 mg/dl. He was given glucose via intravenous (IV) therapy and was stable after that. Data was provided for investigation. Confirmation of the problem was confirmed via data. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the a zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.